Event description:
When doctor was using the echelon flex powered plus stapler 60 mm 440 mm ref plee60a stapler during the case it stopped working. Would not staple the stomach, but would reverse. Stapler load remained on the stapler when reversing it. Potential problem with battery. Ethicon rep present and aware as well. Suggested to obtain a new stapler. New stapler was brought to room and opened and used.